Event description:
It has been reported to philips that system was not booting up as the screens are blank and the tsm (table side module) was not connecting. There was no reported patient or user harm. A philips service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse noted that the host pc is not booting up even though power is applied to system. The power connection to the host pc was checked and confirmed to be ok. The fse replaced the host pc, reinstalled hdd and moved the lic file. Once the host pc was replaced the system was returned to good working order. The investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up as the screens are blank and the tsm (table side module) was not connecting. Upon functional testing fse found that host pc was not booting up even though power was applied to the system. The fse replaced the host pc, reinstalled hdd and moved lic file. After replacement of the host pc, the system was returned to use in good working order.the codes were updated based on the investigation outcome.